Manufacturer narrative:
This is a duplicate report of 1818910-2009-03434. Report 1818910-2013-17847 will be rejected. Report 1818910-2009-03434 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, soreness, difficulty with daily living activities, and toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone.